Manufacturer narrative:
D4 expiration date: update the null value from 'ni' to 'na'. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure testing was performed on the sample and no leak was observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber port of an intravia 150 ml container separated which resulted in a leak. After injecting medication, the rubber port came off with the needle which resulted in fluconazole solution leaking. This occurred prior to patient use. There was no patient involvement. No additional information is available.